Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The day before the event the patient´s cgm reading was between 50 and 60 mg/dl. Even though no blood glucose readings were taken that day, the patient had no blood glucose meter, the patient assumes that those reading were inaccurate at that time. On the day of the event the patient, when the patient started to vomit, she went to the hospital. At the hospital the cgm was reading around 80 mg/dl and the blood glucose reading was 503 mg/dl. The patient was treated with insulin given via the insulin pen. The patient stayed a total of 2 days at the hospital before being discharged. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.